Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a battery out limit. Customer reported changing the battery and the display did not return. The customer did not recall any significant events leading up to the blank display. During troubleshooting, the display still did not return. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to a power connector on the battery tube not properly plugged into the interface circiut board. No battery out limit alarm could be verified due to the blank display. The insulin pump had minor scratches on the display window.